Event description:
It was reported that the patient experienced a shocking sensation when an attempt was made to reset the programmer because it ran out of batteries. The patient was reportedly "reluctant" to have the programmer "touched again". This was noted to have happened about a week prior to the report. There were however no issues with the patient's therapy. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID: 3889-28 lot# v515942, implanted: 2010 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).